Manufacturer narrative:
The insulin pump received with partial display and permanent black lines due to broken traces on the lcd glass between the lcd controller and the lcd image area. No blank display noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump screen was white. The customer¿s blood glucose level was 217 mg/dl. The insulin pump will be returned for analysis.